Event description:
The reporter stated that the surgeon was inserting a one piece collamer lens model cc4204bf using a nanopoint medicel injection system and noticed that the lens had a smudge or scratch on it. The surgeon left the lens in the patient's eye, there was no patient injury reported.